Event description:
The stryker surgilav irrigator was being used when the nozzle broke into 2 pieces, both pieces were recovered and accounted for. No pieces were retained.reference number from the package is ref 207-559. I do not recall what caused the nozzle which is an attachment to the main handpiece from breaking. Force is probably a good assumption. I can't remember if I opened a new nozzle or if we just didn't bother.